Event description:
Procedure: colostomy. Reportedly, the sutures were applied in 2004. Four days later the pt was returned to the or where the surgeon reports several of the original sutures were broken. The wound was corrected with the same type of suture from the same lot of product and the facility reported 3 days later that the sutures were fine and intact. There is no current pt status.